Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct of a cancer patient on (B)(6) 2011. According to the complainant, during the procedure as the nurse pulled back the handle, the outer sheath retracted; however the stent failed to deploy. It was reported that the patient's anatomy was not tortuous, nor dilated prior to the procedure. The entire stent system was removed from the patient. Upon removal, outside of the patient, the nurse attempted to deploy the stent but again it failed to deploy. It was reported that the distal end of the delivery catheter kinked. A second wallflex biliary rx covered stent was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Investigation results revealed that the stent was received partially deployed by approximately 5mm. Therefore, based on the investigation findings this event is now considered reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4). A visual examination of the returned device revealed that the stent was partially deployed by approximately 5mm and that the deployment handle was slightly bent. During analysis it was possible to fully deploy the stent without any issue. No issues were noted with the profile of the stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.